Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6). 2023. On (B)(6). 2023 at 0700, the console generated a fiber optic sensor failure alarm. The customer called to troubleshoot and was advised to unplug then reconnect the fiber optic sensor. No waveform was noted after doing so. They were then talked through how to transduce the inner lumen. An alternate arterial pressure was utilized to continue therapy. The iab was eventually removed in the cath lab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid complaint record ID (B)(4).